Manufacturer narrative:
E1: (B)(6). H3: other; device not returned to manufacturer. D4: lot number, expiration date and h4: device manufacture date are unknown; the customer reported lot number does not match the records in our system. Requests for confirmation will be completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was admitted to the hospital for rescue due to multiple injuries. He underwent tracheotomy and mechanical assisted ventilation in the emergency intensive care unit. During the puncture using the tracheostomy tube kit, the puncture needle sleeve was bent, making it impossible to continue using it. The kit was immediately replaced with a new one. The tracheotomy was successfully completed, but intraoperative problems resulted in increased bleeding and wound damage compared with normal conditions, and the secondary puncture increased the pain. Event outcome is unknown. Customer reported lot number (4257247) does not match the records in our system. Requests for confirmation will be completed and if the information is received, a supplemental will be sent.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.